Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had a loss of therapy due to lead migration. It was noted that the lead was revised and the issue was resolved at the time of the report; the lead was working properly. The patient's medical history is unknown.

Event description:
A healthcare provider (hcp) reported that the patient had a loss of therapy due to lead migration. It was noted that the lead was revised and the issue was resolved at the time of the report; the lead was working properly. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.